Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician removed the jet7 for flushing upon completion of the first pass. While flushing the jet7, the physician found a crack or hole near the hub. Therefore, the jet7 was no longer used. The procedure was completed using a new jet7, the same velocity, and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.